Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the processor printed circuit board (pcb) was missing from device with (B)(4). The processor board lot number recorded on the device history record (DHR) is eg4v9. During the evaluation of a second device with (B)(4), the processor board installed in the device was found to show eg4v9 and the programmed serial number of the pump showed (B)(4) which did not match the physical serial label. This is an indication that the processor pcb was removed from (B)(4) and swapped into device with (B)(4) outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. This unauthorized repair also puts patients at risk of potentially harmful infusion inaccuracies. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.